Event description:
While removing port out of patient's chest, the surgeon noticed two small pieces came off of the green piece. Pieces successfully retrieved. No harm to patient. FDA safety report ID #: (B)(4).